Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. Equipment failure was anticipated. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing neck and low back pain that was radiating down to left lower extremities to the knee. It was also noted that the patient had tingling in both arms. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient¿s tingling sensation was not device related. It was noted that the patient had to charge daily. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing neck and low back pain that was radiating down to left lower extremities to the knee. It was also noted that the patient had tingling in both arms. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing neck and low back pain that was radiating down to left lower extremities to the knee. It was also noted that the patient had tingling in both arms. The patient will undergo an ipg replacement procedure.